Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch phh410, xcw1621t and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Note: events reported via mw # 2210968-2020-02461.

Event description:
It the patient underwent an unknown plastic surgery procedure on an unknown date and suture was used. During the procedure, the suture came off the needle at the joining point. It was reported that the needle holder was not the cause. The procedure was completed successfully. There were no adverse patient consequences reported.